Event description:
During service in the baxter repair shop to the pump constantly powered on with fail code 812:02. The hosptial representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.